Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a capture anomaly, high pacing thresholds, a sensing anomaly, and an insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received